Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. Covidien troubleshot this issue over the phone and suggested the backlight inverter pcb be replaced. The customer reported to have replaced the backlight inverter pcb and passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).